Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch: uf/importer report # (B)(4). Event description: the starclose vascular closure did not release from the artery despite button #4 and secondary release mechanism. What was the original intended procedure? Angiogram-placement aortic stent graft device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). No additional information was provided.